Event description:
Critical error message on merge system when choosing sheath from equipment search list. Crashed program down to windows home screen. Registered nurse (rn) attempted to reopen, program started an adobe update. Message then adobe missing piece for installation. Merge opened. Clinical staff did not lose hemodynamic side of merge, just documentation. Manufacturer response for computer, diagnostic, programmable, merge hemo (per site reporter). Ongoing vendor troubleshooting.